Event description:
The customer reported that at 6 pm, with blood glucose measuring 127 mg/dl, he changed his pod and while he thought he heard the needle deploy, he does not remember feeling it insert. Around 8 pm, he felt the needle deploy and insert. By this time, his bg was 308 mg/dl due to "all the food he ate at the (B)(6)."

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism problem. Qualification records were reviewed and the product let met all acceptance criteria. The omnipod user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."